Event description:
While the customer was using a g310 cavitron 300 series, they allege that the handpiece gets hot. Investigation of device found device to have no water flow due to clogged water solenoid. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation found woe hose,tubing,clogged no water flow due to a clogged water solenoid, kink in water supply hose, debris buildup in the water filter. Corroded contact pins on the steri-mate handpiece. Replaced damaged/worn components and recalibrated unit to factory specs.